Manufacturer narrative:
All operating currents are within specification. No battery out limit alarm noted. All button function properly. However, moisture damage on the keypad traces noted. Also received insulin pump with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, broken belt clip slot and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 273 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.